Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2015 for a gastrointestinal bleed with complaints of shortness of breath and fatigue. The patient was hospitalized and transfused with 11 units of packed red blood cells. The event reportedly resolved and the patient was discharged on (B)(6) 2015.